Manufacturer narrative:
(B)(4). Method: the complaint opt544 was returned to the manufacturer and visually inspected. Results: the visual inspection revealed that the 220m long tube was separated from the manifold, confirming the reported fault. A lot check could not be performed as no lot number was provided. Conclusion: we are unable to determine what may have caused the problem. However, the customer has reported that the tubing separated from the manifold 6 days after use and this suggests that the damage occurred post production. The opt544 interface is used to deliver humidified oxygen to patients. The opt544 consists of a lightweight delivery tube which is connected to a rigid plastic base and soft nasal prongs (nasal interface). The interface is held in place by a head strap and also includes a lanyard which is placed around the patient's neck or attached to the patient's clothing or bedding to remove the load of the breathing circuit from the patient's nares. The opt544 interface is shipped to the customer fully assembled. The cannula is 100% inspected by production line staff during assembly for visual defects such as cracks, tears, inclusions, discolouration and deformation. If any are found the product is discarded.

Event description:
A hospital in (B)(6) reported that the tube of an opt544 nasal cannula came apart from the cannula manifold six days after use. No patient consequence was reported.